Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 483 (mg/dl) for 2 days. Customer changed infusion site and administered a correction bolus to treat bg level; however; bg level remained elevated. Customer then obtained a new insulin vial and administered an insulin injection. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they had contacted their health care provider to discuss diabetes management.